Event description:
A complaint was received, stating a patient's precision system was explanted, due to the therapy not helping with the pain.

Manufacturer narrative:
The explanted products will not be returned for evaluation.